Event description:
It was reported that (2) ems were used during a lap inguinal hernia repair procedure. It was reported by the rep that the first ems jammed after the initial five or six staples that had been deployed. A second ems would feed but not form staples. The case was completed with an competitor. There was no consequence to pt.